Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. The event log was reviewed and confirmed the abrupt loss of power. The reviewed event log confirms the system error has occurred with subcode 44, which indicates motor open and motor delay issues.

Event description:
On 08/15/2023, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing a delay in treatment. The device was returned.